Event description:
This complaint is for a device that is manufactured by another manufacturer. A letter was sent to the manufacturer of this device informing them of the alleged complaint involving this device.

Event description:
It was reported via repair work order that the head end brakes would not hold due to a broken brake adjuster no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This complaint is for a device that is manufactured by another manufacturer. A letter was sent to the manufacturer of this device informing them of the alleged complaint involving this device.